Event description:
I had breast implants in 1988. In 2006 they became encapsulated. Hard like baseballs. I lived with them and ignored the problem. In 2018 they became painful. I had them removed. I was diagnosed with ra in 2016. No one in my family had it.